Manufacturer narrative:
Serial#''s: unknown/not provided. Catalog#''s: unknown, as product serial numbers were not provided. Expiration date(s): unknown as product serial numbers were not provided. UDI #''s: unknown as product serial numbers was not provided. If implanted; give date: unknown not provided. If explanted; give date: n/a (not applicable). No indication that the lenses were explanted. Device manufacture date(s): unknown as product serial numbers were not provided. Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgeon reported that during the implantation of the intraocular lenses (model pcb00), about 1/3 of the time he visualizes a small stiff sliver of residual plastic material exiting the tip of the preloaded delivery systems. He details this as a microscopic sliver of opaque/white plastic material that exits the injector with the lens sometimes. Reportedly, the surgeon catches it every time and removes the plastic piece/sliver with an instrument and proceeds with his cases without incident. The surgeon also commented that he has never experiences an adverse patient event or injury. The preloaded devices have been discarded by the customer. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.